Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the definitive cause for reported migration in this incident couldn¿t be determined. The worsening mitral regurgitation (mr) resulting in shortness of breath was cascading effect of migration. The reported patient effects of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The additional therapy/non-surgical treatment and hospitalization were result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6-device code 4003 was added and device code 2507 was removed.

Event description:
This is being filed to report partial clip movement, and medical intervention. Subsequent to the combined filed report, the following additional information was received: on (B)(6) 2020, the patient returned with shortness of breath, and the mr grade was still 4. A revised imaging showed that the clip did not become detached from the posterior leaflet, but was mobile. Therefore, a a second clip was deployed to secure the clip and reduce mr. The patient is stable. One additional clip was implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Date of event: date estimated. Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the definitive cause for reported single leaflet device attachment/slda in this incident couldn¿t be determined. The worsening mitral regurgitation (mr) resulting in shortness of breath was cascading effect of slda. The reported patient effects of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report recurrent mitral regurgitation, dyspnea, and single leaflet device attachment/slda. It was reported that this was a mitraclip procedure to treat mixed regurgitation (mr) with a grade of 4. On (B)(6) 2015, one clip was successfully deployed, reducing mr to 1. Then on an unknown date, the patient returned for a follow-up. The patient was experiencing shortness of breath. It was discovered that the clip became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda) increasing mr to severe. Additional treatment was not performed and the patient went home. The physician is planning a second mitraclip procedure. No additional information was provided.